Manufacturer narrative:
The device was inspected/repaired by a 3rd party provider. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that an inspection report was provided by the customer that indicated no image. There were no reports of patient harm.